Manufacturer narrative:
An event regarding alleged revision involving an unknown 6 x 9mm cs poly was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had right knee poly exchange.

Event description:
It was reported that patient had right knee poly exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 6 x 9mm cs poly. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.